Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the device was functioning correctly. Recently, the pt's device started to extrude through the skin, after 3 years of implantation.